Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
Block a: no patient information provided to date after calls to end user on 06/26/25 and 07/14/25. Additional information was received from the end user that the ventilator was preforming as intended. The waste gas scavenger was open, creating loss in pressure, which was perceived to be incorrect delivery. This was a use error, there was no reportable malfunction.